Event description:
Pulse generator- was not functioning appropriately necessetating replacement. The generator was three years old. The manufacturer has the generator and is testing the product for defect.